Manufacturer narrative:
Physio-control evaluated the stored electrocardiogram data from the reported event. The electrocardiogram artifact displayed during external pacing while monitoring through the patient cable was indicative of a preamp oscillation that can occur under certain conditions. Co's investigation has concluded that this anomaly is related to an unspecified patient variable, possibly high transthorasic and/or skin-to-electrode impedance. A technological limitation to monitoring the electrocardiogram of certain paitents while administering external pacing is indicated. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.

Event description:
Paramedics attended to a 31 year old female diagnosed in cardiac arrest. The patient's down time was not known. The patient's initial ECG rhythm was diagnosed as pea. External pacing therapy was administered. The device allegedly displayed excessive artifact each time pacing energy was delivered to the patient and the patient's ECG rhythm was not discernable. A backup lifepak 10 defibrillator/monitor/pacemaker was immediately available and used. The backup device did not display excessive artifact. The patient later expired in the hospital emergency room. The reporter indicated the alleged malfunction did not cause or contribute to the patient's death. The reporter said that external pacing was used as a last ditch effort at resuscitation.